Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues, believed to be due to a kinked tubing. A revision surgery was performed to remove and replace the pump, and no patient complications were reported.